Event description:
It was reported that intermittent occlusion alarms occurred. Customer re-loaded the cartridge and successfully resumed insulin therapy. Reportedly the customer is using u-500 insulin. Tandem technical support (cts) informed customer that u-500 insulin is off label per the user guide. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.